Event description:
It was reported via repair work order that the hi/low motor failed. Also, it was reported that the load cells failed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results reported by customer. Parts sent for customer to install. Evaluation performed by customer.

Event description:
It was reported via repair work order that the head end lift motor failed. Also, it was reported that the load cells failed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.